Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh, a bard ¿ soft mesh, and perigee system with intepro lite were implanted. It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat a cystocele and a rectocele on (B)(6) 2008 and a mesh was implanted. The patient underwent the concurrent procedure of bard product placement during mesh implantation. It was reported that the patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence and dyspareunia. The patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2009 and another mesh was implanted. The patient underwent the concurrent procedures of perigee placement and removal of previously implanted mesh at the vaginal apex with closure of the vaginal mucosa due to mesh extrusion, abdominal pain and pelvic pain during the mesh implantation on (B)(6) 2009. The patient underwent a procedure in (B)(6) 2014, no other details given. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent transvaginal removal of eroded apical mesh and of previously placed sling mesh on (B)(6) 2014 due to dyspareunia with eroded vaginal wall mesh.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.